Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned, a supplemental report will be issued with the results of the evaluation. Additional part used: glidescope pgvl video monitor; catalog: 0231-0003; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, the video was out on the gvl 4 reusable blade when the blade was plugged into the glidescope pgvl video monitor. A delay of a few seconds was reported as a backup gvl 4 was obtained. No patient or user harm was reported.